Event description:
A healthcare provider (hcp) reported that the distal tip of the catheter, which was implanted on (B)(6) 2013, was migrated. They stated effectiveness for spasticity had not been changed, therefore there was no impact on the patient at all; however, re-operation was considered to prevent sudden therapy cessation due to complete dislodgement. The causal relation to the catheter was unknown. The causa l relationship to the pump was not related. The health damage was non-severe. The medication infused was gabalon. It was later reported that the catheter replacement surgery was undergone. When the patient¿s back was cut open in order to check the catheter of the spinal cord side, leakage of the spinal fluid was confirmed. There was no problem with the anchor, but catheter deflection was seen to the catheter of the distal point of the anchor leaking spinal fluid. It was further stated that no problems were detected in the anchor securing the catheter, and it was confirmed that the spinal cord catheter beyond the anchor was bent within the fascia and cerebrospinal fluid was retained. The physician determined to puncture the new position and the catheter was replaced. There was no health damage to the patient. The patient recovered from both the migration of the catheter tip and cerebrospinal fluid leakage.

Manufacturer narrative:
Concomitant products: product ID 8781, lot # 0206291995, implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the event occurred during the period that had already been scheduled for post-operative hospitalization. As there was no extension of the scheduled hospitalization, the event was considered to be "not so serious." The patient had "been well since the recovery from the event."

Event description:
Additional information received reported test results. However, the specific tests and units were unclear. The events of migration of catheter tip and the identified cerebrospinal fluid (csf) leak were listed as seriousness 3 (hospitalization or prolongation of existing hospitalization for treatment of adverse event) and were both reported as recovered on (B)(6) 2013. A catheter x-ray was also noted to have been performed on (B)(6) 2013.